Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode had an infection for approximately one year. It was reported that the infection was treated with antibiotics the entire time. Subsequently, the patient collapsed at home and had to be resuscitated until the ambulance arrived. It was then identified the patient had (B)(6). The device and electrode were explanted.